Manufacturer narrative:
Investigation summary: no samples or photos were received for evaluation however, this issue would be caused by a variance in the plunger rod labeler machine during production. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 8145616 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: root cause the plunger rod labeler machine.

Event description:
It was reported that scale marking error was found before use with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter, "when the indwelling needle was given to the patient to seal the tube, the flush was found no scale, and the patient was immediately replaced with a new one without any harm."